Manufacturer narrative:
Analysis of the lead (lot# va1z6de) determined that the conductor was broken in the body of the lead within 10cm of the connector area. Analysis of the lead (lot# va1xu2j) determined that the conductor was broken in the body of the lead within 10cm of the connector area. Analysis of the extension serial# (B)(4) determined that the connector was twisted in the molded rubber at the distal end of the extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 30-aug-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported upon interrogation of the dbs system, the neurologist found open circuits for all monopolar contacts on the right side. On the day of surgery, the system was interrogated and open circuits were found on all monopolar contacts from both sides. An exploration of the ins pocket took place first. The hcp then removed both extensions from the battery, cleaned them off, and using an 18g angiocath, they cleaned out the ins. Both extensions were reinserted and the open circuits were still present. The lead to extension connection was explored next. It was determined both leads were damaged proximal to the connection. It was decided to replace both leads. As the lead replacement was performed, the connector block twisted the extension when reconnecting the left lead to the left extension wire. Ins interrogation showed short circuit. The left extension was disconnected, so then the lead integrity was verified using an impedance check using alligator clips. All contacts were within normal limits. The left extension was then replaced, as it was determined the extension was damaged. A final impedance check of the entire system showed everything within normal limits. No further complications were reported as a result of this event.